Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's gender was not provided. Patient's weight was not provided. Event date is unknown. Initial reporter's email address was not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (nondesign/non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that there was an infection at the implant site requiring implant removal. Adjacent tooth was abscessed. It was not indicated that the patient would return for any additional appointments. Tooth #13.